Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging short of breathe, nose congested, swollen throat and filled with mucus, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of a CPAP device's sound abatement foam became degraded and caused the patient to have short of breathe, nose congested, swollen throat and filled with mucus, nasal/throat irritation or soreness. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and dust/dirt around air inlet and in the blower, blower cracked, dark contaminant found at blower seal on blower box. The presence of a dust/dirt contaminant in the blower and also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed, found no evidence of sound abatment foam degradation and breakdown. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device